Event description:
It was reported that a healthy female patient underwent a procedure for treatment of scoliosis with implant of stainless steel posterior pedicle screw/rod fixation at t3-l1 with two crosslinks (top and bottom). Approximately 1 1/2 years post-op, the patient was having pain and an inflammatory response at the top of the construct on the right side. The patient underwent additional surgery on where the entire right side construct was removed including the crosslinks. The screw at the location of the pain and inflammation was reported to have been loose in the pedicle (could almost be removed by hand) and the tissue surrounding the head of the screw was reportedly a brownish gold, but there was not puss or sign of infection. The screws also appeared corroded. All other explants were reported to appear in good condition. Fusion was not present at the level of the loose screw.

Manufacturer narrative:
The device was returned to medtronic and has been sent for further analysis. Investigation is in progress.